Event description:
Reference number (B)(4). Event occured in finland. It was reported that the patient experienced hypoglycemia event on (B)(6) 2026, and the event was treated with carbohydrate intake. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.